Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, g2, h6 conclusion code initially incorrectly mentioned as appropriate term/code not available instead of conclusion not yet available it was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) malfunctioned. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer calls during a transport of a patient from an outside facility to memorial hermann. The customer is in an ambulance and states the screen on a cs300 started to glitch for a few minutes and then went to black/blank. The pump remains operational, and she is printing strips every 5-15 minutes to monitor status. Patient status has not changed. The only troubleshooting attempted was to make sure the wiring from the monitor to the pump is secure. This is unsuccessful. The customer states there is about 30 minutes left in their transport and there is another cs300 waiting for them when they arrive to transfer the therapy. The customer took the engineers direct number to call for assistance should status change or if the pump stops providing therapy. About an hour later the engineer texted her to verify they made it successfully. The customer texted back that they had along with pertinent information like the sn# and patient demographics for a complaint to be put in. She states she is not able to view the catheter information to identify it. She states patient status has not changed and there is no harm to the patient due to this issue. She states the therapy was never interrupted due to this issue. She stated appreciation for the information the engineer shared at that time of day. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
Nurse called during a transport of a patient from an outside facility to (B)(6). It was reported that the during use the screen of cs300 intra-aortic balloon pump (iabp) unit started to glitch for a few minutes and then went to black/blank. There was no patient injury or harm reported.

Event description:
It was reported that the during use the screen of cs300 intra-aortic balloon pump (iabp) unit started to glitch for a few minutes and then went to black/blank. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.